Event description:
This case was initially received via regulatory authority FDA (B)(4) on (B)(6) 2015. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pains in the pelvic regions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included painful periods. Concurrent conditions included nickel sensitivity. Concomitant products included contraceptives nos and levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision problems"), diplopia ("double vision"), photopsia ("stars") and headache ("daily headaches started"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, visual impairment, diplopia, photopsia and headache had resolved. The reporter considered diplopia, headache, pelvic pain, photopsia and visual impairment to be related to essure. The reporter commented: performed the placement of essure and placed the mirena as back up birth control. Separate has been case created for mirena device (B)(4). Diagnostic results: she had to have an MRI, a retinal evoke test and all of which came back fine. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2015-n-2781-0488) on 14-aug-2015. The most recent information was received on 22-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pains in the pelvic regions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included painful periods. Concurrent conditions included nickel sensitivity. Concomitant products included contraceptives nos and levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision problems"), diplopia ("double vision"), photopsia ("stars") and headache ("daily headaches started"). The patient was treated with surgery (hysterecctomy). Essure was removed. At the time of the report, the pelvic pain, visual impairment, diplopia, photopsia and headache had resolved. The reporter considered diplopia, headache, pelvic pain, photopsia and visual impairment to be related to essure. The reporter commented: performed the placement of essure and placed the mirena as back up birth control. Separate has been case created for mirena device ((B)(4)). Diagnostic results: she had to have an MRI, a retinal evoke test and all of which came back fine. Most recent follow-up information incorporated above includes: on 22-jun-2018: the case will be deleted from bayer pv database. Because it was found to be duplicate of case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.